Event description:
Complaint received from (B)(6) saying disposable unit malfunctioned during a case.

Manufacturer narrative:
It was determined that if this unit was the only complaint reported for this event it would be considered a fluke or operator inexperience since this lot is the second production run. The malfunction could be caused by an o-ring that was subsequently replaced. Without receiving the unit for evaluation, the cause for malfunction cannot be determined. Eco (B)(4) was generated to cover implementation. Based on the timing of the decision and the paperwork, it seems that the 2011 lots would be affected by the o-ring. This lot is the (B)(4)production lot of this product. This lot has a (B)(4) complaint rate.